Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment that the programmer boots up to a blank screen. Programmer was power cycled many times and booted up as required. Examined display connections and no fault was found. Reconfigured drive and reloaded and updated software as a preventive measure. Cursor would jump in one area of the display. Display had a chip and scratch. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was booting up to a blank screen. The programmer was reset and still failed to properly boot up. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.